Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. Identification of issue has been done by analyzing problem description, service report and device's logs. The records from date of event are missing in attached files. The alarms for high continuous pressure, high and low o2 concentration and low gas supply pressure are visible in the logs 2 days before date of event. Based on technician statement, the reported issue was not reproducible. No parts have been replaced. No actions were taken to resolved the issue, therefore the root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).